Event description:
Boston scientific received information via the patient's remote home monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed an out of range low shock impedance of zero ohms. A boston scientific technical services (ts) representative reviewed data on the patient remote home monitoring system and found all other measurements were normal and no noise was noted on events. Additional information obtained from a local boston scientific field representative reported that the patient was unable to perform a patient initiated interrogation (pii) as initially planned. However, on follow up check, all impedance measurements were normal. The patient will continue to be monitored through the patient's remote home monitoring system and is scheduled for a follow up in three months. It was also indicated that the medical staff believed the reading was erroneous and an isolated incident. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.